Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The dislodged or dislocated allegation was not confirmed. Visual inspection revealed several cuts in the outer insulation and the lead tip appeared normal. Complete lead was returned.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The ra lead was explanted. No additional adverse patient effects were reported.